Manufacturer narrative:
The 8 mm mega needle driver instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of 8 mm mega needle driver instrument popped out. The procedure was completed with no reported injury. On 10-mar-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "surgeon inserted the mega needle driver and noted a wire that popped out. Nothing fell into the patient or harmed the patient."